Manufacturer narrative:
The DHR was reviewed for the lot in question. Manufacturing records do not show any indication of nonconformance or product quality issues. There are no issued nonconformances against the raw materials used in production. Photo evidence shows that the skin was not prepped in accordance to the IFU (skin was not shaved). No further action will be taken from the manufacturer.

Event description:
It was reported that the patient had a grounding pad burn on their leg. Medication was prescribed and the skin site was not shaved.